Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the reported issue occurred during a planned/non-emergency procedure. The procedure was completed as planned by using the console mouse to operate the perspective image storage. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed that the perspective storage button of geo module did not work. Troubleshooting determined that the button itself was faulty, leading to the image module storage image key function not working. The fse replaced the imaging module biplane wp. After the imaging module biplane wp was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's x-ray button failed, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.